Manufacturer narrative:
The cooling laser applicator system was returned to the manufacturer for analysis. Analysis found that it was in good condition with no apparent physical damage. Both returned stylets inserted without issue. The stylets was returned to the manufacturer for analysis. Analysis found that both returned stylets were straight and inserted into the cooling laser applicator system without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, while using the visualization stylet, the thermal therapy cooling laser applicator system was found to be 1-2 millimeters off its intended target when the patient was in the magnetic resonance imaging (MRI). The surgeon retracted the stylet inserted into the cooling laser applicator system. It was found that the stylet was slightly bent when it was held against a ruler. A non-medtronic insertion was done instead to reposition another thermal therapy cooling laser applicator system with a non-medtronic stylet which was successful. There was a total delay of just under an hour due to the removal and re-insertion of the cooling laser application system.